Event description:
It was reported that the three-way stopcock was broken. The procedure was completed with another of same device and no adverse event occurred. The device is expected to return for laboratory analysis.